Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
A patient reports while activating a pod the cannula had not deployed and the pods pink slide did not move forward. As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the device was received not deployed. The download data shows that timeouts and drive stalls occurred priming which prevented the firing flat from lining up with the release bar which resulted in the needle mechanism not deploying as intended. The device was successfully paired with a pdm, completed priming, and delivered a 5u bolus. The rerun data did not reproduce any timeouts or drive stalls. While manually rotating the ratchet gear, slight resistance was felt. Inspection of the drive mechanism assembly components found that the leadscrew was scratched. The scratch was determined to not have resulted in the felt resistance due to the orientation of tube nut. No brass shavings or other defects impacting the interfacing of the leadscrew and tube nut were observed. Inspection of the commutator cap found damage on the lines of contact between the rotational sensor spring and the commutator cap. It was determined that this damage did not prevent rotation of the ratchet gear or result in the noted resistance. The cause of the resistance could not ultimately be determined.

Manufacturer narrative:
Changed d4: lot # from pd1u07112311 to pd1u07172311. Changed d4: unique identifier (UDI) # (B)(4) to (B)(4). Changed d4: expiration date from 7/11/2025 to 7/17/2025. Changed h4: device mfg date from 7/11/2023 to 7/17/2023.